Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and nine months later, computed tomography of abdomen without contrast was performed to evaluate inferior vena cava filter and result showed that there was an inferior vena cava filter in appropriate position inferior to the renal veins. No inferior vena cava filter tilt was noted. No strut fracture was noted. There was an anterior strut perforated approximately 3 mm beyond the anterior inferior vena cava and contacted the duodenum. There was an anteromedial strut perforated approximately 4 mm. There was a medial strut perforated approximately 4 mm extended between the posterior aorta and anterior vertebral body. There were three posterolateral struts perforated approximately 4 to 5 mm along the lateral aspect of the vertebral body. There was an anterolateral strut perforated 3 mm and contacted the duodenum. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is inconclusive for alleged filter migration. A definitive root cause for the alleged perforation of the inferior vena cava and filter migration could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 06/2011). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated and struts perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.